Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels dizzy but requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expired 2/26/2018. Customer confirms the strips have been properly stored and were first opened in october. Customer performed a back to back blood test and obtained 375mg/dl and 288mg/dl fasting. Reviewed meter memory: (B)(6) customer is concerned with all the results in the meter's memory. Adverse event not reported.